Event description:
The reporter states that the pt was tested with a blood glucose result of "lo" (less than 10mg/dl) on accu-chek inform meter 1 in comparison to a blood glucose result of 299mg/dl on accu-chek inform meter 2 the results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek inform sys 1.